Manufacturer narrative:
Correction: no unique device identification (UDI) provided as this device is not released for distribution in the united states. The suspect computer for the navigation system was returned to the manufacturer for analysis. The navigation system computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while planning for a procedure, the navigation system exited the application software without prompt from the user. The user was unable to restart the system. The navigation system eventually stated up but would not complete the process entirely. There was no patient present when this issue was identified. No additional information was provided.